Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and following receipt of an untitled letter issued by the FDA. (B)(4). The device was not returned for evaluation.

Event description:
The customer reported, on the electronics fan is installed, the audible alarm does not sound. A replacemetn audio alert was issued. Patient involvement is unknown.